Event description:
It was reported that the patient twisted their knee, which resulted in bearing dislocation and required revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 161470 oxf twin-peg cmntd fem lg PMA lot# 66097936 154722 oxf uni tib tray sz c lm PMA lot# 65676759 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h2; h3; h6, h10, h11. The reported event could not be confirmed due to lack of product/information. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. The bearing shows scratches and trace of wear. Product identification is confirmed with the products labels. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.